Manufacturer narrative:
Device evaluated by manufacturer. The device was not returned, therefore, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. An unknown size wallstent was implanted in the superficial femoral artery. Post implant, the patient returned with 90% in-stent restenosis. The physician advanced a 4.00mm x 1.5cm x 140cm flextome small peripheral cutting balloon, inflated the balloon to 4 atms, and the flextome balloon ruptured. The physician completed the procedure with another of the same device. No further patient complications were reported and the patient's status is good.